Event description:
Device 1 of 2 reference MFR report #1627487-2015-06054 the patient has two model 3243 leads from the same lot. It was reported the patient was experiencing ineffective stimulation from his scs system following an unrelated surgery. System reprogramming was attempted but did not provide effective stimulation. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06054. Additional information received identified the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.